Manufacturer narrative:
The ge svc rep explained to customer the difference in how the new column power supply works. He checked lift out and found it was in proper working order.

Event description:
The customer reported that the column would not move on initial request.